Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. It was not reported whether the patient was hospitalized prior to death. It was not reported whether the patient was connected to the homechoice (hc) at the time of death or if apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured on an unspecified date in april 2013. A review of the device history record was performed which did not reveal any issues that could be related to the reported event of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Internal and external inspection was performed and no issues were noted. The device passed functional testing. A short simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was hospitalized for an unrelated event two months prior to passing; however, it was not reported if the patient was in the hospital at the time of death. Cause of death was reported as pneumonia. Device manufacture date was reported as an unknown date in april 2013. The homechoice device is no longer a suspect product as the death was due to pneumonia, unrelated to the homechoice machine. Should additional relevant information become available, a supplemental report will be submitted.